Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and low sensing. Fluoroscopy was utilized and showed that the lead had pulled back. The lead was repositioned and then tested within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.